Event description:
Additional information was received as follows: it was reported that an endurant ii 363670 aortic cuff was implanted and successfully resolved the proximal type I endoleak.

Manufacturer narrative:
(B)(4). Results: endoleak, stent graft migration. Disease progression and aortic neck dilatation. Conclusion: disease progression and aortic neck dilatation.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5 cm abdominal aortic aneurysm approximately 5 years ago. Vessel morphology from the time of implant is unknown. It was reported that during a routine follow-up the CT scan showed the abdominal aortic aneurysm had increased to 5.4 cm. The bifurcated stent graft was 3.5 cm distal to the renal arteries and there was a proximal type I endoleak visible. The aortic neck measured 27.5-31.5 mm in diameter just below the renal arteries and it was 15 mm in length. The patient will be treated at a later date. No additional clinical sequelae were reported.